Event description:
Surgeon reported suction loss during procedure and flap creation was not completed successfully. Surgeon converted patient to photorefractive keratectomy the same day.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.